Manufacturer narrative:
A medtronic representative replaced the system monitor power supply, surgeon monitor, surgeon monitor cables and input/output hub. System tested fully functional during subsequent performance testing.

Event description:
A hospital representative reported a smoking smell coming from the navigation system and that the surgeon monitor does not work. No patient present.

Manufacturer narrative:
Investigation of returned suspect I/o hub was unable to replicate the reported issue. When connected to a known good system the I/o hub performed as expected. No problem found. Investigation of returned suspect power supply finds that when connected to ac it was found that the 28vdc port had no output. All other outputs measured in the normal range. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.